Event description:
It was reported that the clinician had problems interrogating the device. Replacement of the device is pending. There were no patient complications reported as a result of this event.

Event description:
It was reported that the clinician had problems interrogating the device. It was further reported that the device did not interrogate after four days of reaching the elective replacement indicator. The clinician tried to interrogate using three different programmers, but was unsuccessful. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned for analysis. No telemetry communication was confirmed during preliminary analysis. During additional analysis, the hybrid substrate was damaged resulting in open traces and the circuit was damaged while being removed from the hybrid. Analysis was stopped at this point. The cause of the non-functional telemetry was not determined.